Event description:
Customer reported a button error alarm. The customer's blood glucose was 228 mg/dl. The customer stated there may have been moisture exposure to the insulin pump prior to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked display window corner and cracked reservoir tube lip.